Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) passed away in the evening due to cardiac arrest, cardiac failure, and myocardial infarction. On an unreported date prior to death, the pt was hospitalized for an unreported indication. Treatment was not reported. It was reported that during hospitalization pd therapy was ongoing, however, at the time of death the pt was not connected to the hc device or receiving dianeal therapy. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A review of the device logs revealed no abnormalities that could have caused or contributed to the reported event. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal/external inspection was performed with no abnormalities noted related to the reported event. A simulated therapy was performed and completed successfully. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The pneumatic system was tested and found no leaks and all pressures were correct and stable. The device passed the seal, purge, and wet disposable integrity testing. The evaluation found no failure or malfunctions that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.